Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results/lab inrs were 2.0/7.0 and 2.3/7.0. No treatment was given to the patient. The reporter declined product replacement.